Event description:
The account alleged the bed had no controls on the right side and no knee up or down functions. No pt impact.

Manufacturer narrative:
The technician found fluid on the user control module board. The technician replaced the user control module board to resolve the issue.